Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost weight and began experiencing discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the physician decided to explant and replace the ipg with a smaller one, and also move the pocket site. Postoperatively, the discomfort has resolved and patient has effective therapy.